Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 22-feb-2021. The most recent information was received on 26-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dizziness ("dizziness"), skin disorder ("skin problems"), rash macular ("blotches"), pruritus ("itching"), skin fissures ("cracked skin"), dry eye ("dry eyes"), dry mouth ("dry mouth"), vulvovaginal dryness ("vaginal dryness"), premature menopause ("early menopause"), migraine ("migraine"), neck pain ("neck pain"), arthralgia ("joint pain"), joint swelling ("joint swelling"), toothache ("dental pain"), alopecia ("hair loss"), diarrhoea ("diarrhoea"), dyspnoea ("shortness of breath / dysponea"), pulmonary fibrosis ("pulmonary fibrosis"), memory impairment ("memory impairment"), dysphagia ("swallowing problems"), fatigue ("severe fatigue"), antisynthetase syndrome ("anti-synthetase syndrome"), raynaud's phenomenon ("raynaud's disease") and autoimmune disorder ("autoimmune disease") and was found to have hormone level abnormal ("hormonal imbalance") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, dizziness, skin disorder, rash macular, pruritus, dry eye, dry mouth, vulvovaginal dryness, hormone level abnormal, premature menopause, migraine, neck pain, arthralgia, joint swelling, toothache, alopecia, diarrhoea, weight decreased, memory impairment, dysphagia and autoimmune disorder outcome was unknown and the skin fissures, dyspnoea, pulmonary fibrosis, fatigue, antisynthetase syndrome and raynaud's phenomenon had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, antisynthetase syndrome, arthralgia, autoimmune disorder, back pain, diarrhoea, dizziness, dry eye, dry mouth, dysphagia, dyspnoea, fatigue, hormone level abnormal, joint swelling, memory impairment, migraine, neck pain, premature menopause, pruritus, pulmonary fibrosis, rash macular, raynaud's phenomenon, skin disorder, skin fissures, toothache, vulvovaginal dryness and weight decreased with essure. The reporter commented: fatigue was treated by a rheumatologist and pulmonologist every 6 months with cardiac ultrasound, computed tomography scan and blood tests. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dizziness ("dizziness"), skin disorder ("skin problems"), rash macular ("blotches"), pruritus ("itching"), skin fissures ("cracked skin"), dry eye ("dry eyes"), dry mouth ("dry mouth"), vulvovaginal dryness ("vaginal dryness"), premature menopause ("early menopause"), migraine ("migraine"), neck pain ("neck pain"), arthralgia ("joint pain"), joint swelling ("joint swelling"), toothache ("dental pain"), alopecia ("hair loss"), diarrhoea ("diarrhoea"), dyspnoea ("shortness of breath / dysponea"), pulmonary fibrosis ("pulmonary fibrosis"), memory impairment ("memory impairment"), dysphagia ("swallowing problems"), fatigue ("severe fatigue"), antisynthetase syndrome ("anti-synthetase syndrome"), raynaud's phenomenon ("raynaud's disease") and autoimmune disorder ("autoimmune disease") and was found to have hormone level abnormal ("hormonal imbalance") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, dizziness, skin disorder, rash macular, pruritus, dry eye, dry mouth, vulvovaginal dryness, hormone level abnormal, premature menopause, migraine, neck pain, arthralgia, joint swelling, toothache, alopecia, diarrhoea, weight decreased, memory impairment, dysphagia and autoimmune disorder outcome was unknown and the skin fissures, dyspnoea, pulmonary fibrosis, fatigue, antisynthetase syndrome and raynaud's phenomenon had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, antisynthetase syndrome, arthralgia, autoimmune disorder, back pain, diarrhoea, dizziness, dry eye, dry mouth, dysphagia, dyspnoea, fatigue, hormone level abnormal, joint swelling, memory impairment, migraine, neck pain, premature menopause, pruritus, pulmonary fibrosis, rash macular, raynaud's phenomenon, skin disorder, skin fissures, toothache, vulvovaginal dryness and weight decreased with essure. The reporter commented: fatigue was treated by a rheumatologist and pulmonologist every 6 months with cardiac ultrasound, computed tomography scan and blood tests. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.